Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation in support of this complaint. A visual examination of 200 retained samples from the implicated lot number did not identify any instances of damaged tubes. Additionally, 20 retained samples from this lot were investigated for customers' indicated failure mode of centrifuge breaks by simulated draw and centrifuge cycle. No investigated samples broke or showed signs of breakage following centrifugation. No qns or other issues relating to the reported defect were identified in the DHR. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The most likely root cause for this type of defect, is excess centrifugation speed. Bd¿s product catalogue states: never centrifuge glass tubes above 2200g in a horizontal head (swing bucket) centrifuge, or above 1300g in fixed angle centrifuge heads as breakage may occur.

Event description:
It was reported that bd vacutainer® glass ctad tubes with the light blue bd hemogard¿ closures are breaking during centrifugation. No serious injury, blood to mucous membrane exposure or medical intervention was reported.